Manufacturer narrative:
This report was received via company website inquiry email. Initially contact was made with the materials manager who sent the email however since then, there has been no response from the facility to repeated inquiries. At this time the event cannot be confirmed since there was no evaluation performed and no response from the facility has been received. Device not returned.

Event description:
The facility reported that iris retractors allegedly broke while being removed from the eye.